Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (as low as 60 mg/dl). Carbohydrates were consumed to address the low bg level. The customer stated that the low bg levels were due to not eating and excessive exercise. There was no pump or supply issues. Tandem technical support advised the customer to discuss the event with a healthcare provider.